Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an intrathecal unknown drug via their implanted pump for intractable spasticity. The patient¿s pump had been working well; however on (B)(6) 2016 ¿everything went to hell¿ and it just quit working. The patient felt like his pump was empty. He did not hear a pump alarm. The patient was scheduled for a refill on (B)(6) 2016 and no interventions were mentioned. Symptoms were not reported. The situation was being addressed by the healthcare provider (hcp). Additional information was received from the hcp indicated the pump was interrogated when the patient presented to the pain clinic on (B)(6) 2016 and a dye study was done on (B)(6) 2016. The pump was working without evidence of malfunction or catheter occlusion found. A rate adjustment was programmed with additional bolus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.